Event description:
Patient reported that their one touch ultra meter was reading inaccurately high. During troubleshooting, patient was walked through two control solution tests, which both failed outside the range. Patient had also mentioned that the vial of test strips they were using were broken. There is no adverse event reported. Patient was concerned about their getting higher results on their meter than normal. Patient did visit their doctor due to this issue, but was not given any treatment. This case is reported as a malfunction due to the control solution tests falling twice.